Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury related to this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the components associated with the malfunction.